Manufacturer narrative:
The customer reported that the AED has been stored for about a month without the pads attached and the asi is flashing red. The pads were used during a rescue attempt and the customer has no replacement pads. The device was displaying a service code warning for 'battery voltage (mv)' which may be related to a depleting battery. The maintenance schedule is reported as monthly. Communication with the customer: advised to remove AED from service due to not having replacement pads. Emailed the distributor contact info to the customer. Instructed to order new pads and leave the battery pack out of the AED until the new pads are connected, then verify asi is flashing green. Sent a data card for the customer to download the log file and send to the manufacturer for further analysis. Reviewed proper maintenance with the customer and advised to stop excessive testing. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that the AED has been stored for about a month without the pads attached and the asi is flashing red. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully initiate a shock and the AED began alerting "power on self test failed - sc 7010". Further evaluation confirmed that the internal circut boards had sustained damage attributed to the device experiencing a drop or significant impact.